Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. Visual inspection of the returned foot switch assembly shows no visual damages and no manufacturing anomalies. The wireless foot pedal was returned with a not correct closed battery box and three (3) separate, extra batteries; the battery box was opened; leaking, defective batteries were visually observed; there were no manufacturing abnormalities found on the device; no burned batteries and no melted lid was indicated; during functional evaluation the wireless foot pedal was not recognized on a werewolf controller during the tests; after changing the batteries the test was repeated and the wireless foot pedal was recognized by the werewolf controller; further functional tests with the ablate/coag-pedal and the set-point switch showed no defects: the wireless foot pedal is working as intended; after the test all batteries were removed and no contamination of the former leaking batteries was found; the complaint was verified and the root cause could be associated with an electrical component failure. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) using old batteries (2) insufficient maintenance of consumables. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after an acl procedure, after starting to use the foot switch, the battery ran out even though it was first use. After the procedure, it was found that the died battery was burned, the backup battery and lid were melted. Procedure was successfully completed with the same device. No delay and no patient injuries were reported.